Event description:
The reporter stated the surgeon implanted an aa4203tl toric silicone single piece lens and the pt was unhappy because he still had the same astigmatism as before the surgery. The reporter stated the doctor felt that the lens did not have any cylinder. The lens remains implanted.